Event description:
The pt reportedly has experienced a decrease in performance, pain at implant site and sound perception problems. The pt was seen by a co rep for device eval in 4//2005. Testing confirmed that the pt's device was functioning within normal limits. The pt continued to be monitored by the center for the reported problems. In 8/2005, the co was notified that the surgeon decided to explant the pt's device. Surgery is to be scheduled.